Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy dialysate. The cause and treatment were not reported. The patient visited the emergency room and was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.